Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted 3 to 4 months ago but now is experiencing recurring incontinence. The patient was implanted with an artificial urinary sphincter (aus) consisting of a 4.5 cm cuff, pump and balloon. It was further reported that patient's level of incontinence was better than baseline following the sling implant. The sling tension released causing recurring incontinence and there were no other patient symptoms. The patient is now recovering.